Event description:
It was reported to baxter sweden that one (1) ce intermate sv 200 device was received with a missing blue winged cap. This was discovered before use. There is no patient involvement; therefore, no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "missing blue winged cap" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.